Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the reported problem was found at the time of turning on the device. There was no patient involvement, and no harm or injury was reported to philips. The philips field service engineer (fse) inspected the system onsite and confirmed that the image disk was full, and exposure was not possible. Upon functional testing, the fse tried to format the image disk, reload the ippc software then bypassed the ippc and tried to reload the software but all the action failed to resolve the issue. Upon further checking, fse confirmed that the main board and hard disk were defective. The failure analysis of ip-pc was performed, and it confirmed physical damage on the main board, where the cmos battery slot was damaged, air buffle are broken. To resolve the reported issue, the fse replaced the ippc and hard disk. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed that the disk was full and could not generate exposure. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) inspected the system onsite and replaced the ippc (image processing pc) and the hard disk which returned the device to use in good working order.